Event description:
During a follow-up performed on (B)(6) 2013, the ventricular lead impedance measurement was reportedly labelled as "failed" and no v lead impedance value was saved in aida. An explanation is required.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.